Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead caused a red alert to be declared due to a high shock lead impedance. The patient's physician is aware of the situation and the system remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device and right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.